Manufacturer narrative:
This report is being submitted to correct d1, d2a, d2b, d4 h6 medical device problem code captured under the initial report 1220648-2026-05360. B5 updated with additional information received from the clinical site.

Event description:
Additional information received stating that the patient had a cp placed in the middle of the night, experienced bleeding issues with pump removal early. That same day, they attempted to place another pump and experienced the same issue. This was contributed to an underlying, unknown bleeding disorder the patient had. The second pump was removed when the patient was escalated to a 5.5.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 73 year old man had undergone pci with impella cp support, and was recovering well in the ICU. Some oozing was subsequently reported from the insertion site. When the pump was later removed the vessel was closed in the usual manner.